Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient reported to the emergency department experiencing weakness, lethargy, and congestive heart failure. Upon interrogation, it was noted that the right atrial (ra) lead exhibited rising to high thresholds. Additionally, both p-wave and r-wave measurements showed a gradual decline. Both the ra and right ventricular (rv) leads remain in use. No further patient complications have been reported as a result of this event.